Manufacturer narrative:
It was reported that the patient was experiencing power switching. One controller ((B)(4)) and five batteries ((B)(4)) were returned for evaluation. One battery ((B)(4)) was not returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. Review of the non-returned battery's manufacturing records confirmed that the associated device met all requirements for release. Failure analysis of the returned controller and batteries revealed that the devices passed visual examination and functional testing. The reported event could not be duplicated during bench testing; the batteries did not experience a power switching event and were able to adequately provide power to the controller. Log file analysis revealed that the controller, (B)(4), contained the smr software. The software upgrade contains a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files revealed several premature power switching events that were due to momentary disconnections involving (B)(4) and power switching due to communication errors involving (B)(4). The most likely root cause of the reported event can be attributed to momentary disconnections and communication errors between the controller and batteries. The manufacturer is investigating momentary disconnections.  Serial #: (B)(4)- battery. Device available for evaluation: 06/16/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture date: 05/28/2016. Serial: (B)(4)- battery. Device available for evaluation: 06/16/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture: 02/22/2016. Serial: (B)(4) - battery . Device available for evaluation: 06/16/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture: 09/06/2015. Serial: (B)(4)- battery. Device available for evaluation: 06/16/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture: 11/02/2015. Serial: (B)(4)- battery. Device available for evaluation: 06/16/2017. Device evaluated by MFR: yes returned to manufacturer. Device manufacture: 09/06/2015. Serial: (B)(4)- battery. Device available for evaluation: no. Device evaluated by MFR- three good faith attempts were made in order to obtain return of the device. (B)(4) has been processed as a npr. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other devices involved in this event: (B)(4). The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The controller is a microprocessor unit that controls and manages the system. It sends power and operating signals to the blood pump and collects information from the pump. The controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. They also outline the steps for handling and properly connecting power sources, including ensuring proper alignment, as well as instructions not to twist or force connections together in order to prevent damages. It is outlined to inspect the power connections and pins once a week, one at a time when changing the power source. The IFU further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. The device labeling warns that disconnecting the controller from the driveline and disconnecting both power sources (batteries and ac or dc adapter) at the same time will stop the pump. At least one power source must be connected at all times. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
A report was received by ventricular assist device (vad) nurse which claims patient had power switching issues. The devices were exchanged with no reported consequence or impact to patient. No further information was provided.

Manufacturer narrative:
Corrected serial number from (B)(4)/ battery -to- serial number (B)(4)/battery. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.